Event description:
It is reported that the drill fractured and was left in the patient.

Manufacturer narrative:
Evaluation summary: breakage might have been caused due to application of high torque along with bending/deflection during its use. Cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.